Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the foreign body could not be identified. From the information obtained, it was unclear whether the reprocess could be carried out according to the IFU, so the root cause of the residual foreign matter could not be identified. Such events can be detected and prevented according to the following ifus: instruction manual gif/cf/pcf-290 series operation chapter 3 preparation and inspection, the detection method is described. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 reprocessing of endoscopes (and accessories to be reprocessed) describes preventive measures.)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a foreign object in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.